Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that high pacing thresholds, noise, oversensing, and pacing inhibition without resulting asystole were observed on the right ventricular (rv) lead connected to this pacemaker. The rv lead was surgically abandoned and replaced. This pacemaker remains in service with a new rv lead. No additional adverse patient effects were reported.